Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on a minicap extended life pd transfer set. It was further described as "dark blue portion of the transfer set became partially separated from the twist clamp while the patient was trying to disconnect". This occurred during use of the device for peritoneal dialysis therapy. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer returned a sample with product code 5c4482 for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the main body during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.